Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged grip ring. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grips did not open. It was likely due to a dislodged grip ring. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. Additional observation(s) : the grip ring screw was dislodged an it was found to be attached to the magnet inside the housing. A dislodged grip ring screw caused the grip ring to be dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly due to a dislodged grip ring. The probable root cause of a dislodged grip ring and dislodged grip ring screw is attributed to the manufacturing process. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument did not move. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.